Event description:
I recently bought clear care solution at (B)(6) for my lenses because I saw it also had a case in it and didn't even realize it wasn't regular cleaning/rinsing solution. The front of the box does not have any warnings and I didn't even bother to read the bottle because I just thought it was odd that the cap was red. This product should be in a clear separate area from all the other solutions. I rinsed my lens with it and popped it in my eye with immediate knee dropping pain. I had to rush to my eye doctors then later to the ER with a corneal eye burn and severe swelling of my eye. I have photos of the incident as well. The pain I went through was absolutely horrible. It ruined my entire weekend and I was afraid I was going to lose my eyesight as it went cloudy. I can't believe that they wouldn't have a warning on the outside of the box so people won't get accidentally injured. Extremely disappointing. This should be sold in a separate area or by the pharmacist so the product can be adequately explained for proper usage. Also, the front of the box should clearly state a warning not for rinsing or use in eyes. Medication not administered to or used by the patient. Patient counseling provided is unk. Relevant materials not provided. (B)(4).